Manufacturer narrative:
(B)(4). The packaging is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a left anterior descending artery. The 2.50x38mm xience sierra stent was implanted after the expiration date. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience sierra everolimus eluting coronary stent system instructions for use states: do not use after the ¿use by¿ date. The investigation determined the reported difficulties appear to be related to use error as the device was used past the expiration date. There is no indication of a product quality issue with respect to manufacture, design or labeling. Returning status corrected from yes to no.